Event description:
Boston scientific received information that this right ventricular (rv) lead failed to convert on several shocks that were administered for a ventricular tachycardia (vt) storm. As a result, a portion of this lead was surgically abandoned and a new rv lead was placed to ensure critical therapy remained available. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.